Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Anemia [anaemia]. (Blood) low on iron [blood iron decreased]. Iron deficiency [iron deficiency]. Heart feeling like pounding drumming in ear [palpitations]. (Heart) would skip and go crazy [extrasystoles]. Device misuse (apply fixodent twice sometimes again at dinnertime - have to use a lot) [device misuse]. Case description: a consumer reported that they, an adult female age unspecified, used a lot of fixodent denture adhesive, original cream on dentures that do not fit well, 1 applic, 2/day but sometimes reapplied again at dinner (device misuse) for approximately 1 year, and all of a sudden a few months ago found she was anemic, (blood) so low on iron, heart was feeling like pounding drumming in her ear, and (heart) would skip and go crazy when laying down. She visited her dentist and mentioned that she was having a lot of health problems and issues with her heart. She was referred to a cardiologist who did bloodwork, ultrasounds and put a heart monitor on her. Treatment: given two pints of blood, has been in twice for unspecified treatment that helps with iron deficiency, taking iron, and has changed diet to healthy eating. The case outcome was unknown. Past medical history included: medical history - dentures do not fit well. No further information was provided. (B)(4) 2011 update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer, age (B)(6), reported that her heart had been "acting stupid", "heart was playing the dixie doodle", "it was like someone was having a jazz session with drums in her left ear, just thump, thump, thump." She stated that she had requested blood work since she hadn't had any since her physical. She had returned home when the nurse called her and said the doctor wanted her in the emergency room. She was given two pints of blood and stayed all day. She mentioned that the doctors did not know the cause of her symptoms as she was in good health, was walking at least 2 miles per day, and then all of a sudden "boom." No further information was provided.